Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient's wife reported the patient didn¿t like keeping their stimulation on at night and as a result would turn it off at night. It was noted that a while prior to follow-up the patient had lost their external devices in a house fire and could not turn their device off as a result. There was ¿nothing wrong with the devices¿ however as the patient just did not have their external devices to turn their ins off at night. The patient received replacement external devices and ¿everything was working fine¿ at the time of follow-up. It was noted the patient kept their device charged. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient that was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the patient can't reset due to not being able to turn the implant off. The event date was unknown. It was unknown if any troubleshooting/diagnostics/actions were performed. The outcome of the event was unknown. No further complications were reported or anticipated.